Manufacturer narrative:
Patient was revised to address acetabular cup loosening and poly wear. The liner was noted to have worn completely through. Examination of the reported devices was not possible as they were not returned. Xrays and images were reviewed, confirming the reported extreme polywear and subsequent fracture/wear- through of the acetabular cup from the direct articulation of the femoral head and acetabular cup. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). See section d for product information received. Depuy synthes has been informed that the lot number is not available.

Event description:
Patient was revised to address acetabular cup loosening and poly wear. The liner was noted to have worn completely through.